Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported ring artifacts in image data. A philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse evaluated the system and determined a broken compensator in the a-plane collimator was the cause of the reported artifacts. The fse replaced the compensator to resolve the issue, and returned the system to the customer for clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.